Event description:
Additional information received reported that the patient lost the implantable neurostimulator (ins) charger a little over a month prior to (B)(6) 2012. It was noted that the battery charge ¿expired¿ the morning of (B)(6) 2012. It was noted that the patient requested a replacement recharger.

Event description:
It was reported that the patient was unable to adjust stimulation. The patient stated that the patient beeped but the screen was blank. The patient was in pain and was unable to troubleshoot. The patient tried to go to his doctor's last night when his device stopped working, but he couldn't get service, and he demanded that the device was taken out. Subsequent information received reported that the patient's device is not currently working and he had been unable to get service for the past four days. It was noted that the patient had a problem with the patient programmer, but not much detail was provided. It was also reported that the patient's doctors would not give him a prescription and he was in pain. The programmer screen was blank and he had put new batteries in it. The patient did not want to troubleshoot the device. Further information received from the patient's physician reported that the patient had been discharged and they had no information of any problems with the device, no contact was made with their office.

Event description:
Additional information received reported the patient was in "intense pain." It was stated, the stimulation was "worthless" and the patient "wanted it taken out today." It was stated by the patient that the healthcare provider "messed it up when it was put in." It was additionally noted that "scrappy stuff" was put in the patient. It was further noted, the device was "not working" and the patient "could not drive" and was "disabled." About two weeks later it was reported, the patient was still having concerns with their device or therapy, but had not sought further help. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v012571, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).